Event description:
Patient called on 6/2002 alleging that patient meter would not power on. Patient reported patient felt "funny". Patient explained that patient tested once and obtained a "high" blood glucose result. Patient tested again and obtained a "low" result. On the third try the meter would not power on. No treatment was reported. No adverse event or injury occurred. Issue was not resolved. Meter was replaced. No further information provided.